Event description:
Report received from (B)(6) states: "the vitrectomy does not cut. No pt impact."

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted should add'l info become available.